Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost approximately 50 pounds since the ipg was implanted and subsequently began experiencing discomfort at the ipg site. To address the issue, surgical intervention took place on (B)(6) 2019 wherein the ipg pocket site was revised.